Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient died.

Event description:
On (B)(6) 2020, the patient was hospitalized for acute exacerbated heart failure. The patient was treated with lasix, bumex, and dobutamine, and underwent paracentesis for ascites. The patient was made dnr and admitted to in-patient hospice and expired on (B)(6) 2020. Further information indicated that the death was unrelated to the cardiomems sensor.